Manufacturer narrative:
Although requested, product has not been received, and patient demographic details were not provided. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that there was a crack in the spike of the low sorbing tubing near the vent three hours after the start of the undiluted etoposide infusion. There was no patient or user harm as a result of the event.

Manufacturer narrative:
The customer report of set cracking at the spike and leaking was confirmed. Photo provided by the customer observed a hair line crack on the drip chamber spike near the vent cap. The root cause of this failure was not identified as no product was returned.

Event description:
It was reported that there was a crack in the spike of the low sorbing tubing near the vent three hours after the start of the undiluted etoposide infusion. There was no patient or user harm as a result of the event.